Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/20/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional device evaluated by MFR: one empty opened overwrap, a labeled winding former, one detached needle and a needle-suture in two section were received for analysis. The product code is double armed. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end is severely cut (damaged), resulting in a clip off defect. In the inspection of the needle/suture combination, the swage and attachment area were as expected. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance ¿ needle pull off, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that the patient underwent a coronary artery bypass graft on (B)(6) 2019 and suture was used. The suture pulled off from the needle during continuous suturing on the vein. It was not a control release needle. There were no adverse consequences to the patient.